Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a physician regarding a (B)(6), male patient who was receiving fentanyl 1500mcg/ml at 601 mcg/day, clonidine 160mcg/ml at 64.1 mcg/day, compounded baclofen 235mcg/ml at 94 mcg/day and dilaudid 6.5mg/ml at 2.6 mg/day via an implantable pump for non-malignant pain, failed back surgery syndrome and post lumbar laminectomy syndrome. On (B)(6) 2016, the patient started hearing the pump alarming. Upon interrogation of the pump, the logs showed a motor stall occurred on (B)(6) 2016. As of (B)(6) 2016, the stall had yet to recover. It was noted the patient had not recently had a MRI. The patient experienced increased pain, nausea and sweating as a result. Additional information has been requested regarding the baclofen lot number, the patient's medical history and concomitant medications, troubleshooting, actions/interventions taken to resolve the event and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.